Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-apr-11 regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient's pump started malfunctioning in (B)(6) 2016 and was replaced a year later, resulting in the patient getting a severe baclofen overdose. The patient wanted to know why they had to wait a year for a new pump when it should have been replaced sooner. No further complications were reported or anticipated. Omitted information pertains to (B)(4) - unknown pump failure.